Event description:
A physician deployed an emboshield filter at the target site. The aculink stent was advanced to the left internal carotid artery and was fully expanded. During stent deployment, the stent delivery system caught on the end of the filter. When the stent delivery system was pulled back slightly, the filter would pull back also and the physician inserted a .35 wire and used it to wedge the filter bottom against the vessel wall to make it stationary, and thereby removed the stent delivery system. There was no pt injury.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.